Event description:
The lid of an advia centaur xp instrument fell onto the operator, hitting their head and the right side of their upper body. The operator treated her head with ice and took an over-the-counter medication (advil). There are no known reports of adverse health consequences due to the lid of the advia centaur xp instrument falling onto the operator.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the lid shock. The cause of the lid falling onto the operator was a malfunction of the lid shock. The instrument is performing according to specifications. No further evaluation of this device is required.